Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Additional information indicates this rv lead was surgically abandoned due to an insulation break. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead had a conductor fracture. There were also reports of oversensing and pacing inhibition which resulted in syncope for this patient. A lead revision procedure planned to be scheduled. No additional adverse patient effects have been reported.